Event description:
It was reported that debulking was performed using diamondback 360 coronary orbital atherectomy device (oad) for a calcified lesion in left circumflex (lcx) #11 lesion. The bifurcation angle was steep, approximately 100 degrees. Three low-speed treatments and three high-speed treatments were performed. During slow oad removal, when the tip of the catheter reached the most severe tortuosity, a fracture occurred approximately 6 cm from the tip of the viperwire guidewire. It was noted that there was moderate wire bias and the vessel primary wired with another wire and exchanged to the viperwire guidewire. The entire guidewire was retrieved using a non-abbott snare. The patient was stable.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is possible that the material separation is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.